Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was analyzed and it was found to have a curved blade broken at the midpoint and it was not returned. Additional observation : the instrument failed an energy recognition test on all attempts when connected to an in-house energy generator. The cause of energy recognition failure is related to the broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.